Manufacturer narrative:
The technician found the side rail ctr arm latch was sticking and corroded. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the side rail inline spring kit to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in the med surge department at the account. There was no pt/user injury reported. (B)(4).